Event description:
During complaint evaluation was found that table pst 500 had wobbling movement when the tabletop was pushed. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Initial reporter address: direction des services economiques et logistiques. The affected operating table was returned to the legal manufacturer for further investigation. A visual and functional test was performed. The result was the main lift was wobbling when the tabletop was pushed. The cause for this issue were traced to missing screws on the main lift guidance. The main lift was replaced to fix the issue. Although there was no adverse event reported, if the reported incident were to recur during use it could cause serious injury or death.